Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he woke up and found the insulin pump had a blank display. The blood glucose at the time of the incident was 518 mg/dl which he treated with the insulin pump and went down to 273 mg/dl. The customer also reported that the insulin pump alarmed battery out limit while he was sleeping and that he had been getting weak battery alarms. The customer stated that the display was not blank at the moment. The customer changed the battery in the morning and the battery indicator went from 4 bars to 3 bars. It was advised that a replacement battery cap would be sent. The device will not be returned for analysis.